Event description:
Edwards received notification that a patient with a 31mm magna valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to stenosis. The patient presented with shortness of breath. A transcatheter valve was implanted within the pre-existing edwards surgical device via the transfemoral vein. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated b4, g1, g3, h2, h6 (investigation findings, investigation conclusions) h10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors, including diabetes, likely caused or contributed.